Manufacturer narrative:
Device evaluated by MFR.: promus premier mr, ous, 3.5x20mm, stent delivery system was returned for analysis. A visual examination of the crimped stent identified no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device revealed a hypotube break at approximately 424mm distal to the distal end of the strain relief. There were multiple hypotube kinks noted. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that on the following day while checking with coronary angiography, thrombus occurred resulting in patient's death and not after implantation of a non-bsc stent as what was previously reported.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 20 x 3.50 promus premier¿ drug-eluting stent was advanced to treat the lesion however, the shaft broke. The procedure was completed with the deployment of a non-bsc drug-eluting stent. It was also noted that rotational atherectomy and intravascular ultrasound were also performed. Following implantation of a non-bsc stent thrombus occurred resulting in patient death.